Manufacturer narrative:
The device was evaluated. Device evaluation noted the reported customer issue was confirmed as damage on the bending tube was observed. Additionally, the bending rubber was delivered without rubber. Adhesive wear around the lenses were noted. In addition, as noted in section b5, chip at the backlight lens were found. Based on investigation results, the root cause cannot be conclusively determined. Reasonably known information suggests probable causes such as damage or deterioration of parts, physical stress, wear and tear attributed to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The device bronchofiberscope was returned to the service center for repair and replacement of insertion section due to damage. During inspection of the device, chip in the backlight of the lens were observed. There was no patient involvement in this reported event.